Event description:
It was reported that the right ventricular lead had varying impedances that at times were high. The threshold also increased to a high measurement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.